Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (malfunction 15).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 300 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer reverted to an alternate pump for insulin therapy.